Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. As a resolution, technical support arranged for a replacement tandem cable and wall adapter to be shipped within two days, instructing the customer to use multiple daily injections if the pump battery depleted before receiving the new charging supplies.